Event description:
It was reported that the patient's right atrial lead had migrated. The lead was explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.